Manufacturer narrative:
At this time, the s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving shocks. Interrogation of the s-ICD revealed that the patient was experiencing a ventricular tachycardia (vt) below the rate cut off zone (140 bpm). There was t-wave oversensing and the s-ICD delivered 14 inappropriate shocks. The patient was asymptomatic and hemodynamically stable in the hospital. The patient underwent an ablation procedure. After the procedure, testing was performed on the s-ICD in the primary vector and the oversensed rhythm was able to be reproduced. The programming was changed to the secondary vector and there was no oversensing noted. No other changes to the programming were made. No adverse patient effects were reported. The physician noted that the slow vt the patient experienced could have potentially been terminated with anti-tachycardia pacing (atp) and potentially replacing the s-ICD with a transvenous system is being considered.

Event description:
Additional information was received that the episodes were submitted to boston scientific engineering for review and to see if the smartpass filter would have prevented the oversensing and inappropriate therapy. It was discussed that although it would have helped to prevent inappropriate shocks in some episodes, iit would not have been effective in other episodes and inappropriate therapy would have been delivered. A revision was performed and a transvenous system was successfully implanted. The s-ICD system was deactivated and will be explanted at an unspecified future date. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This patient received another inappropriate shock due to t-wave oversensing while the patient was in a vt below the programmed rate cut off zone for this s-ICD. This is an ongoing issue for this patient. The patient's medication was increased and they will potentially consider performing another ablation procedure. No adverse patient effects were reported. The s-ICD remains implanted and in service.